Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe ps1 power supply was adjusted to 5.1 vdc and the wig wag lock assembly's bolts were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system's mainframe would not boot up past. Another system was utilized to complete the procedure. No patient injury was reported.